Event description:
It was observed that during the device evaluation, the flushing pump exhibited component failure of the power supply. There was no patient involvement.

Manufacturer narrative:
A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the power supply unit failure could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.